Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a (B)(6). During the procedure, the physician advanced the device towards the target site through torturous anatomy. After the physician started to retract the pull wire for stent deployment, the pullwire was reinserted for repositioning and a pop sensation was felt. It was unclear if the suture broke. The locking mechanism was unlocked and the physician decided to withdrawal the device from the patient. During withdraw the stent prematurely deployed near the target site. The physician felt the stent position was satisfactory. The procedure was successfully completed with no reported patient complications. The patient was reported to be in fine after the procedure.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The complainant indicated that the device has been implanted; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical rending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.